Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl and 147 mg/dl. The customer was assisted with troubleshooting. The customer stated that he removed his sensor when disconnecting from his transmitter and had blood at site. Customer stated that that his battery went dead and he needs help pairing meter and transmitter. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.